Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: discovered to be broken in the sterile processing department. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. As the complaint was not confirmed a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tasps were discovered to be broken in the sterile processing department. There is no report of a delay in procedure and no report of medical intervention.